Event description:
Procedure type: unknown. According to the reporter: before firing, a part of the safety lock disengaged. The instrument was applied and after firing, the instrument produced an incomplete cut and staples did not form properly. A new instrument of the same type was used to complete the procedure. Oozing bleeding under 200cc occurred. No further patient details were disclosed.